Event description:
It was reported that balloon rupture occurred. The target lesion was located in the iliac vein. Three balloon catheters, 16-6/5.8/75 xxl esophageal balloon catheter, 12.0 x40, 75cm gladiator elite balloon catheter, and 16-4/5.8/75 xxl esophageal balloon catheter were used consecutively for dilatation. The physician kept on using each balloon until they ruptured to dilate the area where a previously implanted stent was. All the balloons ruptured before reaching their rated burst pressures. The complete devices were removed from the patient with no harm and the procedure was completed with no patient complications reported.

Manufacturer narrative:
Device evaluated by MFR.: a visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. Blood was identified within the balloon and inflation lumen which is evidence of a device leak. A microscopic examination identified a balloon longitudinal tear beginning approximately 16mm proximal of the distal markerband and extending approximately 4mm proximally across the balloon material. An examination of the balloon material and markerbands identified no issues which could potentially have contributed to this complaint. A visual and tactile examination identified no issues with the tip of the device that could have contributed to the complaint incident. No damage or kinks were identified on the shaft of the device. No other issues were identified during the product analysis.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the iliac vein. Three balloon catheters, 16-6/5.8/75 xxl esophageal balloon catheter, 12.0 x 40, 75cm gladiator elite balloon catheter, and 16-4/5.8/75 xxl esophageal balloon catheter were used consecutively for dilatation. The physician kept on using each balloon until they ruptured to dilate the area where a previously implanted stent was. All the balloons ruptured before reaching their rated burst pressures. The complete devices were removed from the patient with no harm and the procedure was completed with no patient complications reported.